Event description:
It was reported the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately seven months after device implant. Additional information noted the patient death was not device related but no cause of death was provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.